Manufacturer narrative:
(B) (4). The product has been investigated and the complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
A customer reported that they obtained imprecise sequential readings on their precision optium meter. The customer reported that they obtained readings of 10.3 mmol/l, 18.2 mmol/l and 1.1 mmol/l within a ten minutes time frame. When plotted on a parkes error grid the results fell within the 'c' zone and are considered clinically significant. There was no report of death, serious injury or mistreatment in this case.